Event description:
It was reported that the patient experienced hyperglycemia after the infusion set connection was not fully clipped, resulting in interrupted insulin delivery and a blood glucose level reaching 400 mg/dl for approximately three hours; the patient reclipped the site and resumed delivery, and troubleshooting and education were provided. Symptoms included hyperglycemia without reported acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included complaint record review and technical support troubleshooting with user education. Investigation of this case revealed an infusion set connection issue consistent with user handling, and the precise cause of the hyperglycemia remained unclear. It was concluded that the event was non-serious, with no injury, and that a definitive device malfunction was not confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.